Manufacturer narrative:
Though requested, add'l pt info was not provided.

Event description:
During pt use, the ventilator did not recognize the power pac battery when the ac cable was removed. The pt was ambu bagged and switched to another ventilator. No permanent pt injury was reported in this case.